Event description:
The sales representative reported on behalf of the customer that the plp1020, 20/ca plumepen elite (s), was used during an unknown procedure on an unknown date when it was reported ¿patient burned/blistered, found post-op.¿. The procedure was reported as having been completed. The burn was found during post-op and the degree of burn is unknown. There was no report of medical intervention or hospitalization for the patient. The reporter stated that there was no other information available. This report is being raised on the basis of injury due to unknown degree of burn to patient.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A device history record review cannot be completed as no lot number was provided a lot history review cannot be conducted as a lot number was not provided. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp1020, 20/ca plumepen elite (s), was used during an unknown procedure on an unknown date when it was reported ¿patient burned/blistered, found post-op.¿. The procedure was reported as having been completed. The burn was found during post-op and the degree of burn is unknown. There was no report of medical intervention or hospitalization for the patient. The reporter stated that there was no other information available. This report is being raised on the basis of injury due to unknown degree of burn to patient.